Event description:
Found during routine testing. It was reported that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly in the failure analysis center and determined that root cause for the reported problem was an electrically shorted ic chip, designator u5.